Manufacturer narrative:
Complaint conclusion: as reported, strong resistance was felt when pressing button 1 on a 6f/7f mynx control vascular closure device (vcd), which required firm pressure to fully depress. After waiting 2 minutes according to the procedure, following lock-stabilize-deflate, button 2 was pressed, and when attempting to remove the device at the puncture angle, resistance was encountered and the device could not be removed. The device was eventually removed by pulling strongly while changing the angle, but most of the sealant remained inside the sealant protection. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The device was used for hemostasis after endovascular treatment for a superficial femoral artery stenotic lesion with antegrade puncture in a native vessel near a graft after bypass surgery. It was used with a non-cordis introducer sheath, and balloon positioning was performed under fluoroscopic and ultrasound guidance. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, and button 2 was fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the overall length of the outer sleeve assembly (proximal end of the swivel to distal tip of cartridge) was verified and noted to be within the defined parameter. The measurement was obtained using a calibrated ruler. An attempt to perform a simulated deployment test could not be completed, as the device was received in a fully deployed condition, with both button 1 and button 2 observed to be fully depressed. Additionally, the sealant was not returned for evaluation. Due to these conditions, the device was not in a state that would allow proper functional assessment of deployment simulation. Furthermore, evaluation of button actuation related to the reported event could not be performed, as both buttons were already fully depressed upon receipt. The reported event of ¿button #1-actuation difficulty¿ could not be observed through analysis of the returned device since the device was returned with button 1 fully depressed. Additionally, the reported event of ¿mynx control system-deployment difficulty-partial¿ was not observed through analysis of the returned device was the sealant was fully deployed and not returned for analysis. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported difficulty depressing button 1 and the partial deployment of the sealant, as no anomalies were noted with the returned device. Procedural/handling factors, such as attempting to depress button 1 before the tension indicator was properly aligned with the handle marks, may have contributed to the difficulty reported. Additionally, if button 1 was not fully depressed at the time of removal from the patient, the sealant may not be fully exposed from the sealant sleeves. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ also, in step 3: remove device, IFU instructs ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, strong resistance was felt when pressing button 1 on a 6/7f mynx control vascular closure device (vcd), which required firm pressure to fully depress. After waiting 2 minutes according to the procedure, following lock-stabilize-deflate, button 2 was pressed, and when attempting to remove the device at the puncture angle, resistance was encountered and the device could not be removed. The device was eventually removed by pulling strongly while changing the angle, but most of the sealant remained inside the sealant protection. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The device was used for hemostasis after endovascular treatment for a superficial femoral artery stenotic lesion with antegrade puncture in a native vessel near a graft after bypass surgery. It was used with a non-cordis introducer sheath, and balloon positioning was performed under fluoroscopic and ultrasound guidance. The device will be returned for evaluation.